Manufacturer narrative:
On (B)(6) 2020 we were informed that the patient underwent primary surgery on (B)(6) 2020 with sms rod placement on (B)(6) 2020 we were also informed that: the patient has always been painful and seen again in teleconsultation during confinement on (B)(6) 2023 still painful. Carrying out a scanner on (B)(6) 2020 with evidence of cracking of the lesser trochanter (B)(6) 2020 pain but no traumatic lesion of the lesser trochanter on bone scintigraphy (B)(6) 2020 performed a sterile hip puncture but decision to resume pth on (B)(6) 2020 following a tilting of the sms rod. On (B)(6) 2020 we received further confirmations that: the stem was mobilized and the surgeon performed a revision surgery on (B)(6) 2020 and revised all implants, the correct date of primary is (B)(6) 2020 (not (B)(6) 2020 as initially reported)

Event description:
Crack detected at the calcar 1 month after the primary surgery ((B)(6) 2020). In june the surgeon noticed an ossification on the crack ( bone growth). The stem was mobilized and the mobilization occurred before the crack. On (B)(6) 2020 the surgeon performed a puncture. Revision surgery of all implants performed on (B)(6) 2020.

Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 22 june 2020: lot 1906302: (B)(4) items manufactured and released on 28-nov-2019. Expiration date: 2024-11-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Crack detected at the calcar 1 month after the primary surgery ((B)(6) 2020). In (B)(6) the surgeon noticed an ossification on the crack ( bone growth). The stem was mobilized and the mobilization occurred before the crack. The revision surgery is not scheduled at this moment and there is no information if it will be performed in the future.